Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Conclusion code is no longer applicable for this event.

Event description:
Additional information was received which indicated that the pump and catheter were removed on (B)(6) 2016.

Event description:
Information was received from a consumer and a manufacturer's representative regarding a patient receiving an unknown medication via an implantable infusion pump. Indications for use included non-malignant pain. It was reported that the patient was implanted with a defective pain pump. The pump had been turned off in (B)(6) 2015, and the patient would like the pump removed. The patient stated their pump started failing "over a year ago". Two months after the pump was implanted (approximately (B)(6) 2015), the patient had to go to the emergency room. The patient was unsure if the pump was delivering too much or too little medication. The patient reportedly had "a few episodes" from 2 months post-implant until (B)(6) 2015. In (B)(6) 2015 the pump failed and the patient had to go to the hospital. At that time, he was supposed to have the device removed; however, he cancelled the procedure. From (B)(6) 2015 to (B)(6) 2015, he did "ok". In (B)(6), the patient had another episode and was in the hospital, and then went to the healthcare provider (hcp) and had the device turned off. The patient did not have an explant scheduled as of (B)(6) 2016. The patient was redirected to contact his physician to schedule it.

Manufacturer narrative:
Evaluation conclusion code and evaluation result code are no longer applicable to this event.

Manufacturer narrative:
Pump and catheter segment returned. On the pump the logs were gathered with no anomaly found and it passed dispense testing. Analysis of the catheter found that the catheter body had damage to the transition tube. Concomitant products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: catheter.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.